Event description:
Rptr indicated that vns pt was hospitalized approx two mos post-implant due to an episode of status epilepticus. The pt's seizures are stronger and more intense since vns implant, although use of the magnet does help to abort seizures. Treating neurologist reportedly indicated that the pt needed to "push through" the time period following implant to get to a level of vns therapy that works best for pt and that it can take time before they see good results. No medication changes have been made.